Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), pelvic pain ('pain/pain pelvic region') and diabetes mellitus ('diabetes') in a female patient who had essure (batch no. 986670-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included heart rate abnormal. Concomitant products included medroxyprogesterone acetate (depoprovera) and metformin. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of alopecia ("hair loss") and muscle spasms ("pain leg cramps/muscle spasm"). In (B)(6) 2012, the patient experienced anxiety ("anxiety"). In 2012, the patient experienced teeth brittle ("teeth brittle"). In 2015, the patient experienced diabetes mellitus (seriousness criterion medically significant) and eye ulcer ("ulcers in eyes/9 ulcers in one eye and 7 in the other"). In (B)(6) 2016, the patient experienced rash generalised ("rashes appear randomly on my body"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced panic attack ("panic attacks"), tooth fracture ("teeth brittle and breakage"), the second episode of alopecia ("hair loss") and back pain ("lower back pain"), underwent tonsillectomy ("tonsils removed/tonsillectomy") and was found to have smear cervix abnormal ("abnormal pap smear"). The patient was treated with surgery (ablation and tonsillectomy). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, diabetes mellitus, vaginal haemorrhage, anxiety, panic attack, rash generalised, migraine, headache, teeth brittle, tooth fracture, dysmenorrhoea, tonsillectomy, eye ulcer, the last episode of alopecia, muscle spasms, back pain and smear cervix abnormal outcome was unknown. The reporter considered anxiety, back pain, diabetes mellitus, dysmenorrhoea, eye ulcer, headache, menorrhagia, migraine, muscle spasms, panic attack, pelvic pain, rash generalised, smear cervix abnormal, teeth brittle, tonsillectomy, tooth fracture, vaginal haemorrhage, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: in right ostium 3 coils visible . The left ostium was then identified 1 coil were visible. Lot number report 986670 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), pelvic pain ('pain/pain pelvic region') and diabetes mellitus ('diabetes') in a female patient who had essure (batch no. 986670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included heart rate abnormal. Concomitant products included medroxyprogesterone acetate (depoprovera) and metformin. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of alopecia ("hair loss") and muscle spasms ("pain leg cramps/muscle spasm"). In (B)(6) 2012, the patient experienced anxiety ("anxiety"). In 2012, the patient experienced teeth brittle ("teeth brittle"). In 2015, the patient experienced diabetes mellitus (seriousness criterion medically significant) and eye ulcer ("ulcers in eyes/9 ulcers in one eye and 7 in the other"). In (B)(6) 2016, the patient experienced rash generalised ("rashes appear randomly on my body"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced panic attack ("panic attacks"), tooth fracture ("teeth brittle and breakage"), the second episode of alopecia ("hair loss") and back pain ("lower back pain"), underwent tonsillectomy ("tonsils removed/tonsillectomy") and was found to have smear cervix abnormal ("abnormal pap smear"). The patient was treated with surgery (ablation and tonsillectomy). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, diabetes mellitus, vaginal haemorrhage, anxiety, panic attack, rash generalised, migraine, headache, teeth brittle, tooth fracture, dysmenorrhoea, tonsillectomy, eye ulcer, the last episode of alopecia, muscle spasms, back pain and smear cervix abnormal outcome was unknown. The reporter considered anxiety, back pain, diabetes mellitus, dysmenorrhoea, eye ulcer, headache, menorrhagia, migraine, muscle spasms, panic attack, pelvic pain, rash generalised, smear cervix abnormal, teeth brittle, tonsillectomy, tooth fracture, vaginal haemorrhage, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: in right ostium 3 coils visible . The left ostium was then identified 1 coil were visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs and mr received. Reporter information were added. Medical history, historical drug and concomitant drug were added. Lot number were added. Date of insertion were updated. Event injury were updated to pain/pain pelvic region. Event : abnormal bleeding (vaginal), menorrhagia), anxiety, panic attacks, rashes appear randomly on my body, migraines, headaches, teeth brittle, teeth brittle and breakage, dysmenorrhea (cramping), tonsils removed/ tonsillectomy, ulcers in eyes/9 ulcers in one eye and 7 in the other, hair loss, diabetes, hair loss, pain leg cramps/muscle spasm, lower back pain, abnormal pap smear, she did not undergo essure confirmation test were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.